Event description:
It was reported that the patient experienced pain at the ipg site. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned more to the outside of the body to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.